Event description:
It was reported that when the asymptomatic patient presented in clinic for follow-up, oversensing on the ventricular channel was observed. Tachy therapy was disabled while running an atrial capture test. Patient condition reportedly is good.

Event description:
New information received notes that noise was observed during an in clinic visit. Tachy therapy was disabled due to the patient improved ef.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.